Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 538 mg/dl and ketones were present. Insulin injections were administered to address bg. Contact alleged the pump was not delivering insulin. As the contact did not have the pump at the time of the report, contact declined tandem technical support's (cts) offer to perform a pump system check. Although multiple attempts were made by cts to obtain additional information, contact did not reply.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Tandem clinical diabetes specialist met with the customer. Multiple types of infusion sets and sites were used. No reported issues were reported with the infusion sets. Different troubleshooting techniques were performed. Subsequently, customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, occlusion alarms were identified in the pump logs.